Manufacturer narrative:
This follow up MDR is created to document the additional event information, corrected operator of device, and conclusion of the investigation. No product was received for evaluation as it remains implanted. As examination of the components may not conclusively confirm or disprove the report of unique anatomy and a urethral injury, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Additional information received indicated the patient had a complex anatomy.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during an implant surgery, a urethral injury occurred. Due to the injury, the right cylinder could not be implanted during the surgery. On (B)(6) 2020, the right cylinder was implanted.